Event description:
Nobel biocare USA has received a report of implant failures for five implants: however, the implants returned for this report are not manufactured by nobel biocare and, per 21 cfr 803.22, it is required that the losses be reported to the FDA. It is believed that the implants are manufactured by sybron implant solutions. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).